Event description:
It was reported that the leads were opened and implant attempted. The leads were removed due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Distal conductor blood/body fluid (not obstructed) was observed. (B)(4) no anomalies found; full lead returned and analyzed.